Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product found that the shrink wrap is missing, the carton box is damaged with creased lines, deformed corner and panels, and the sealing flange of the outer cavity is deformed and cracked at a corner; the sterility has been compromised. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product, the DHR review, and the potential transit age of the device (6 years). The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Device was returned with packaging damage, and sterility barrier is compromised.